Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the probe was aperture was 100% closed. The saline cap was not returned. The trocar probe tip was returned completely detached from the probe needle. The probe was examined closer under magnification, and it was found that the break was at the weld joint between the probe tip and the probe cannula. X-ray: the probe was examined via x-ray imaging prior to functional testing. The image attached shows one of the front stops to be broken off of the front housing. Functional/performance evaluation: the probe was disassembled and one internal stop was verified to be broken off of the front housing. The tip of the cutter was found to be damaged, indicating that the cutter made contact with the probe tip. The broken internal stop allowed the cutter to advance too far forward into the probe tip, causing the weld joints to break and the tip to detach. It is unknown how or when the internal stop broke. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for the detachment, as the probe tip was returned detached from the probe. Based on the x-ray image and the returned sample condition, the investigation is also confirmed for a broken internal stop. The root cause for the tip detaching was determined to be due to the broken internal stops. When the stops broke, the cutter was forced up into the probe tip. However, the root cause for the internal stops breaking is unknown. Labeling review: the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Method: microscopic inspection; radiographic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast fibroma excision of two lesions within normal tissue, the probe tip allegedly detached while removing the last lesion. The insertion site was enlarged from 1 cm to 3-5 cm to remove the tip of the probe and excise the remains of the last lesion. There was no reported patient injury; the patient was provided proper surgical treatment.